Event description:
Patient reported the pump is broken. No details provided. Unknown if missed dose occurred. No adverse event reported. Pump is available for return. No further information provided. Pump serial number is (B)(6). Indication: chronic obstructive pulmonary disease, unspecified.